Event description:
It was reported that the teflon pad of a harmonic scalpel melted, split in two and one piece fell off. The piece that fell off was retrieved.

Manufacturer narrative:
Final device investigation of the scalpel revealed the tissue pad was damaged and partially detached from the jaw causing the device not to function properly.